Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13425. It was reported the patient underwent a procedure to implant an scs system during which no complications were noted and was discharged to home the same day. The following day, patient complained of leg pain, suffered a fall and had trouble breathing. Emergency medical services (ems) was called and patient went into cardiac arrest while being transported to the hospital. Patient was intubated and admitted to the intensive care unit (ICU) where an angiograph showed bilateral pulmonary embolisms. Patient later developed refractory acidosis with acute renal failure. On (B)(6) 2019 patient was transferred to hospice care and passed away on (B)(6) 2019.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
There is no alleged device failure to meet specification; however, as the device is under warranty, it was fully analyzed. The ipg was returned without any anomalies or damage. Normal pairing and bluetooth (ble) communication was observed. The uep inductive tool showed it was running the therapy application which is a normal indication. The device passed all tests when functionally tested on ate. The returned ipg functioned as intended.